Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) became stuck in the sheath. The iab was negatively pressured and inserted into the sheath, but it was reported that it was stuck. A new iab was inserted successfully. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The sheath was not returned for evaluation. No kinks were observed on the iab. However there was a bend found on the inner lumen within the membrane approximately 19.1cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the inner lumen bend. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a bend on the inner lumen. A bend in the inner lumen can cause difficulty during insertion. We are unable to determine when the bend may have occurred. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).